Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mesh erosion that could be felt during intercourse. The exposed mesh was excised.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.